Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. Technical services was consulted and suggested decreasing the lower rate limit. This ra lead remains in service and will be monitored. No adverse patient effects were reported.